Event description:
It was reported through a merlin.net transmission that the device is exhibiting rapid battery depletion. A device replacement is planned.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and high current drain was noted originating from an anomalous rf module. The cause of the premature battery depletion was due to high current drain from an anomalous rf module.

Manufacturer narrative:
.

Event description:
New information received indicates that the device was explanted and replaced. The patient was fine post-procedure.